Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "body trial was getting stuck to conical stem implant and forced implanted stem to come out with the trial. There was no delay because the surgeon was still trialing options. After inspection of body trial, it appears warped at junction point."